Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 60 mm diameter abdominal aortic aneurysm approximately 30 months ago. The aortic neck was 25-28 mm in diameter from proximal to distal and 16 mm in length. The right iliac artery was moderately tortuous and the left iliac artery was severely tortuous. It was reported that the patient was hospitalized for a lymph fistula in the right groin nine months post implant. This was surgically corrected and the event resolved on the same day. The investigator assessed the event to be procedure related. The patient recovered and is doing fine.

Manufacturer narrative:
(B)(4). Results: lymphatic complication.